Event description:
Removal of endosseous dental implant. Two implants were placed during a routine procedure on 1/12/95 in which bone augmentation was done. The implant in site #14 was removed on 8/2/96.